Event description:
The customer observed droplets on the foil of mts gel cards on the ortho provue analyzer during type and antibody screen testing. Fluid on top of the gel card foil can lead to carry over and/or cross contamination, which can lead to erroneous test results and transfusion of incompatible blood. The customer aborted all testing and immediately took the instrument out of service as soon as they observed the incident; preventing erroneous test results from being reported.

Manufacturer narrative:
An ocd field engineer (fe) visited the site. The fe observed that the wash station was cracked and the barrel of the pressure regulator was dirty. Replacement of the appropriate components has returned the analyzer to expected operation. No definitive root cause was determined.